Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they had a similar alarm a few months ago. Customer had to have the pump replaced. Customer's blood glucose was 7 mmol/l an hour or so ago. Customer stated that she wears the pump in her bra and was advised that it is possible that it was exposed to moisture or accidental button presses. Customer stated that she does not wear a covering to protect the pump from body moisture and she does not lock the keypad to prevent accidental button pressing. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage noted on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator or battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.